Manufacturer narrative:
Analysis of the [recharger ], model [97755-s ], s/n [(B)(6)], revealed. Analysis found:no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received. B5 and h2 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reported information already stated in this case. Patient states his recharger is getting hot and heating at the paddle site, taking 2 hours to recharge his ins and now today he "can't get it to do anything". Agent sent request to repair to replace the recharger. Agent advised patient to call back if this does not resolve the issue.

Manufacturer narrative:
Patient product ID 97755 lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient got replace controller batteries on the controller. The manufacturer representative (rep) did not know more details so event date/serial numbers were not asked. Technical services (tss) suggested the patient call patient services to troubleshoot the issue. Additional information was received from a manufacturing representative (rep). They reported that patient added it was taking them almost 2 hours every morning to charge the implant and noted this was normally from 30 or 40% to full. Patient reported event date as within the last 3 months. Patient confirmed no visible damage to the recharger, controller port, battery compartments, or battery pack, but did describe hearing a rattling noise inside their controller. Agent sent request to repair for replacement controller. Patient called back and received the replacement controller but was still having issues charging the implant. Patient would get system problem 'm03' when charging the implant. Agent reviewed information. During the call patient reset the controller and plugged the recharger. Patient got excellent. Controller was at 90% and implant went from 30% to 40%. Patient mentioned the recharger would get warm at times and patient did not use the belt. Patient would lean on the paddle. Agent advised patient to avoid leaning or sitting on the recharger to prevent the recharger from getting warm or getting the rm03 message. Agent advised patient to grab their belt. Patient mentioned they had to look for their belt. Agent advised patient to call back if they couldn't find a belt. Agent closed case. Patient called back stated that they cannot find their charging belt. A request was sent to repair to replace the charging belt.